Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements for about one year. The physician noted the lead had reasonable electrical performance. During a competitor device replacement procedure, the physician elected to keep the rv lead implanted as other lead measurements were stable and in-range. This lead remains in service and continues to measure low out-of-range pace impedance measurements. No adverse patient effects were reported.